Event description:
The reporter stated that the surgeon was inserting a toric one piece silicone lens model aa4203tl into patient's eye and noticed the lens was torn. The lens was cut up to be removed and was replaced with another staar lens. No patient injury.

Manufacturer narrative:
H6: evaluation: results: - a visual inspection of the returned product shows only a small portion of the lens was returned. There is clear surgical residue on the lens. Conclusions (no conclusion can be drawn) - based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.